Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after changing the battery. The customer stated that the insulin pump turned off the time and settings as well. The customer's blood glucose was unknown. While troubleshooting, the customer reviewed the alarm history of the insulin pump and stated that the insulin pump alarmed battery out limit multiple times when the battery was out of the insulin pump for less than one minute. The insulin pump alarmed battery out limit again while troubleshooting. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.